Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: thrombus or other tissue fragments in the pump, are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was showing signs of hemolysis with bloody urine. It was stated that the pump parameters remained within normal limits. It was further stated that the patient underwent a pump exchange and it was said that large thrombus was noted around the inflow cannula during exchange. It was further noted that the patient had been in the hospital since the initial implant and had been off anticoagulation for a few days for other medical procedures. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
After review of additional information received section model and lot #, device available for evaluation?, MFR. Contact info, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files was not possible for the reported event date as log files were not available for analysis for the reported event date. However, review of controller log files from data starting two (2) days after the reported event revealed a slight decrease in power consumption until patient's pump exchange. Analysis of the device revealed that the device met specifications; the device passed visual examination, functional testing, and dimensional verification. Independent pathology report did not reveal evidence of thrombus within the pump. In addition, the site did not provide an evidence of the reported "large thrombus around inflow cannula during exchange". It was concluded that the pump worked as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. In addition, this patient was noted to have been off anticoagulation post implant procedure which potentially contributed to the reported event of thrombus. Though the most likely root cause of the reported event cannot be conclusively determined; pharmacological and procedural factors related to anticoagulation therapy may have contributed to the reported event. Corrected data: (date of event), (hospital name).

Manufacturer narrative:
It was stated that the patient was hospitalized due to elevated ldh on routine lab draw. It was also stated that there were no alarms associated with the event. He was not initially symptomatic on admission to the hospital but as ldh continued to be elevated the pt was fatigued, low hgb, rising creatinine and dark urine. A CT was not done due to creatinine. The patient initially tolerated exchange well and was extubated and then he was re-intubated and has respiratory complications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.